Manufacturer narrative:
Implant slipped into the maxillary sinus. No product problem detected. Implant had to be removed. Another surgical intervention was necessary. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Implant slipped into the maxillary sinus.